Manufacturer narrative:
Other relevant device(s) are: product ID: 924256, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 924256, serial/lot #: (B)(4), (B)(6), (B)(4) ; product ID: 924256, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable electrical lead for parkinson's dual. It was reported that the patient's burr hole cover failed to lock and hold the lead in place. The lead was free to move as it was not locked in place. The surgeon tried different burr hole covers as well as moving the orientation of the burr hole cover to rule out the shape of the patient's head causing the issue. It was unknown if it was a faulty burr hole cover of if maybe the dimensions of the lead were wrong. The burr hole covers were also tested while not attached to the patient's skull but they still would not lock the lead in place. The surgeon decided to remove the burr hole covers as well as the lead, and implant a new lead which was locked in place with bone cement. It was stated that the issue was resolved at the time of the report. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the cause of the burr hole cover not locking the lead in place was not identified. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Only the burr hole covers (x3) were returned. Evaluation results provided in previous supplemental report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned stimloc burr hole covers (x3) passed all functional testing in the laboratory. No anomalies were identified. The returned stimlocs were tested to determine if the lead met the 0.5 lb. Load retainment specification. A known good lead was installed into the stimlocs. A force was applied and the lead did not move. Analysis determined the stimlocs met specification. If information is provided in the future, a supplemental report will be issued.